Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-30515. It was reported that patient's leads had migrated. Patient underwent surgery on (B)(6) 2020 wherein patients leads were replaced. Patient is stable.